Event description:
Sorin group received a report that the roller pump displayed an error message. Power cycling did not resolve the issue. As this occurred during set up,there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group deutschland. Sorin group (B)(4) received a report that the roller pump displayed an error message. Power cycling did not resolve the issue. As this occurred during set up, there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service engineer replaced a board to resolve the issue on site. The replaced board was returned to sorin group (B)(4) for further evaluation. Visual inspection and functional testing, including simulated use and temperature testing under both cold (10 degrees c) and hot (40 degrees c) conditions, revealed that the issue was reproducible under cold conditions. The issue could be traced to 2 defective components. The defective components were replaced and the board was tested for 48 hours without further issue. The circuit board was scrapped. This issue will be monitored for trends and if a trend is identified, corrective action will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump console. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.